Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 28 to 19 mg/dl at the time of the incident. The customer was in the 150 mg/dl range at the time of the call. The customer was given g50 and food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event, but did not suspend when the customer went low. Troubleshooting was completed and no issues were found. The customer has gastroparesis. The insulin pump will not be returned for analysis.